Event description:
It was reported that there was debris buildup in the charging port and that the charging cable was requiring adjustments to be able to charge. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.